Event description:
During the trial procedure the pt's percutaneous lead exhibited invalid impedances. The lead was repositioned, a new mts was tried, and a new ete cable was tried to no avail. As a result, a new lead was used and implanted successfully.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.